Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced dyspnea, are not feeling well, cant walk and something is wrong with their heart. The implantable pulse generator (ipg) was explanted. No further patient complications have been reported as a result of this event.